Manufacturer narrative:
D4: possible lot numbers 6070588 and 6092860. H3: one photo and two videos were attached to the complaint. In the videos and photos, a particulate was detected inside of the fluid path. The sample was not returned for evaluation. The reported issue was confirmed through the materials provided. A lot history review was performed and no nonconformances were identified.

Event description:
It was reported that the cassette contained particles, described as opaque, sliver/crescent shaped in appearance and most likely plastic in nature. There was no patient involvement.